Event description:
It was reported through the filing of a lawsuit that allegedly on (B)(6) 2020, the patient was implanted with cartiva in the right great toe. It is alleged that subsequently she developed pain, swelling, instability, and loss of mobility and was revised on (B)(6) 2026.

Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.